Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the vertek arm screw was loose and was not possible to block the arm. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the vertek arm was returned to the manufacturer for evaluation. The handle of the returned arm had been replaced. The handle is locked up and the joints were loose.